Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a procedure performed in 2009. According to the complainant, after retrieving the biopsy specimen, the pt developed a bleed. It was reported the device took too big of a bite. The site was treated with two hemostatic clips. The procedure was completed with the same radial jaw 3 single-use biopsy forceps. There were no additional pt complications reported.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.